Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed to rewind twice and customer feels that insulin pump may not be delivering insulin correctly. The customer blood glucose level was 340 mg/dl. Customer states most time high blood glucose because forgot to bolus and eat lunch or supper or breakfast and then sky high blood glucose at breakfast more than anytime. The customer declined to troubleshooting. The device will not be returned for analysis.